Event description:
The patient underwent a full replacement. The explanted devices have not been received for analysis to date.

Event description:
The explanted devices were received for analysis. Analysis is underway but has not been completed to date.

Event description:
Product analysis on the generator was completed and approved. There were no performance, or any other type of adverse conditions found with the pulse generator. Product analysis for the lead was completed and approved. During the visual analysis of the second portion, the ring coil was found to be broken. The broken ends of the coil show appearance suggesting that a stress-induced fracture has occurred. However, the exact fracture mechanism cannot be ascertained. Continuity checks of the returned lead portions were performed during the functional analysis, and no other discontinuities were identified. Other than the above noted observations, the condition of the returned lead portions is consistent with conditions that typically exist following an explant procedure. Note that since a section of the electrode array was not returned for analysis, an evaluation and resulting commentary cannot be made on that portion of the lead.

Event description:
It was reported that the patient was scheduled for a surgery consult appointment for a generator battery change, and that the patient has high impedance for unknown reasons. It was noted that this patient may be referred for a full revision (replacement of both generator and lead) surgery. No known surgical intervention has occurred to date. No other relevant information has been received to date.

Event description:
Further follow up with the physician confirmed that the high impedance event began (B)(6) 2019, and that the physician observed a low output current message with the high impedance reading. The impedance value and programmed output current were not provided, however it is expected that the low output current was a result of the high impedance. No other relevant information has been received to date.

Manufacturer narrative:
Event description, corrected data: initial MDR report inadvertently left out physician's note that the patient has a lot of scar tissue that may be contributing the patient's high lead impedance.

Event description:
At time of the initial report, a sales representative was informed by the physician¿s office that the patient has a lot of scar tissue that may be contributing the patient's high lead impedance. No known surgical intervention has occurred to date. The explanted product has not been received to date.